Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the patient's right ventricular lead exhibited complete loss of capture and sensing due to dislodgement. It was noted that the patient felt feelings of fatigue as a result of the dislodgment event. The lead was explanted and replaced on (B)(6) 2019. The patient's condition was stable and reported feeling great after the procedure.